Manufacturer narrative:
(B)(4).

Event description:
Procedure type: knee replacement. According to the reporter: the suture broke in multiple places throughout the wound causing a wound dehiscence. The pt's wound was cleaned out and re-loaded. The pt had to have the wound re-closed using interrupted stitches.